Manufacturer narrative:
(B)(4). The patient was born on an unreported date in (B)(4). The reported product is an unknown baxter minicap. As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). Thirty days after being admitted to the hospital for the event, the peritonitis was resolved, the patient was recovered, and the patient was discharged from the hospital on the same day. Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The peritonitis was manifested by abdominal pain, cloudy effluent, and diarrhea. On the same day, the patient was hospitalized for the event. Therapy was ongoing. The cause of peritonitis was unknown. . Treatment and outcome of the event were not reported. No additional information is available. This is report 2 of 3